Event description:
It was reported that this right ventricular (rv) lead had high out of range shock lead impedances greater than 125 ohms. The lead was surgically capped and replaced, and it was noted that there was damage to the shocking electrodes. No additional adverse patient effects were reported.